Manufacturer narrative:
Investigation codes 104 and 23 removed; 114 and 61 added.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly. Customer's blood glucose was within range. Customer reverted to using an alternate method of insulin therapy.